Event description:
It was reported that suture placement in the right common femoral vein was performed with a prostyle device using the pre-close technique prior to an a-fib ablation procedure. The sheath was upsized to a 14f and the a-fib ablation procedure was completed. Reportedly, while tightening the suture, the suture came out of the patient anatomy as it did not capture the vessel wall. A new prostyle was deployed. The knot was advanced to the vessel wall and tightened, however, complete hemostasis was not achieved. A figure 8 stitch was used to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context . In this case, it is likely the device was under inserted (in subcutaneous tissue) due to interaction with patient anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.